Event description:
It was reported that the patient was having numbness where the implantable neurostimulator (ins) was which started a year prior to the report and they had pain going off the stimulator down to the right leg which started about 9-10 months prior to the report. The patient was going to have their ins replaced because they could hardly walk and it was because of the ins. Two weeks prior to the report the patient had a myelogram done and everything looked good. The patient had a lot of medical problems and they thought it was surrounding the ins. The patient started having bowel problems about 2 years prior to the report and they had been diagnosed with pancreatitis but they thought it might be related to their medicine. The patient had been back and forth to the e.r. Because of the pain and had been in the hospital in (B)(6) 2013 because of the pain. The patient was given steroids while in the hospital because their numbers were high in their pancreas. The patient was in the hospital for 5 days. The patient was going to have a colono scopy done because they did not have an appetite and when they did eat they had diarrhea. The patient was scared because they were having a lot of pain and they couldn¿t sleep on their right side and had to constantly rub and put pressure on their side. The patient had not felt stimulation for 12-13 months and they thought their ins was dead. They used to get good results from their implant. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial # unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).